Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that greater stress might be applied to the tip due to heavy calcification. The patient was discharged home two days after the procedure. The tip of the returned catheter was missing and underlying braids were exposed for approximately 1 mm from the tip breakage site. A crack was observed near the border between the shaft and the tip. The broken tip was microscopically observed. It revealed that circumferential cracks were seen on the remaining tip surface. The exposed braids were curved and flattened. The above findings suggested that approximately 3 mm of the tip polymer was peeled away from the layer of the braids and missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the tip became peeled away and eventually separated by tensile stress exceeding the product's design limit applied while the distal portion of the tip was trapped by the heavily tortuous, heavily calcified lesion. There was no indication of product deficiency. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily tortuous, heavily calcified cto lesion in the rca #3, the subject catheter was pushed in an attempt to cross the lesion over a concomitant guide wire. When the guide wire was removed from the vasculature, the catheter tip was found separated. The separated tip could not be retrieved. Another guide wire was delivered to the lesion with another catheter. Balloon dilatation was then made to deploy a stent. Embedding of the separated tip as well as reestablishment of the blood flow were achieved and the procedure was finished.